Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: service and repair evaluation: the customer reported that 10nm torque limiting ratchet handl-6mm hxc failed calibration. During service evaluation, the device minimum peak was at 13.04 nm which is outside the specified torque range of 10.2 nm - 11.8 nm. The repair technician reported that the device failed the calibration. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part #: 03.620.061, synthes lot #: 6596906, supplier lot #: n/a, release to warehouse date: 30 nov 2016; 13 dec 2017, manufactured by: (B)(4), no ncr's generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the 10nm torque limiting ratchet handl-6mm hxc has a failed calibration. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) 10nm torque limiting ratchet handle-6mm hxc. This is report 1 of 1 for complaint (B)(4).